Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 01/29/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 142mg/dl and 139mg/dl. Reviewed meter memory: (B)(6). Customers concern:193mg/dl on (B)(6) 2015 at 8:54pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 01/29/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 142mg/dl and 139mg/dl. Reviewed meter memory: 1:171mg/dl (B)(6) 2015 09:20:00 pm fasting:no. 2:193mg/dl (B)(6) 2015 08:54:00 pm fasting:no. 3:52mg/dl (B)(6) 2015 08:37:00 pm fasting:no. 4:45mg/dl (B)(6) 2015 08:20:00 pm fasting:yes. 5:121mg/dl (B)(6) 2015 05:23:00 pm fasting:no. Customers concern:193mg/dl on (B)(6) 2015 at 8:54pm. Adverse event not reported.